Event description:
Surgeons placed the 12 port in the patient and adjusted the angle downward and the insufflation valve popped off. Surgeons stated that they did not place any pressure on it or force the device in anyway and were simply adjusting the position of the device.